Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in an inappropriate shock. The device system was tested in clinic with provocative maneuvers and noise was able to be reproduced. This patient was hospitalized and therapy was programmed off until a revision procedure is able to be completed. This device was subsequently explanted and expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in an inappropriate shock. The device system was tested in clinic with provocative maneuvers and noise was able to be reproduced. This patient was hospitalized and therapy was programmed off until a revision procedure is able to be completed. This device was subsequently explanted and expected to be returned for analysis. No additional adverse patient effects were reported.